Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components was successfully inserted for the treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 20mm. The length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 140mm. The patient has a history of myocardial infarction, cva with residual hemiparesis, and hypothyroidism. The iliac vessel morphology is unknown. It is reported that to facilitate access to the right common iliac artery, the physician had to angioplasty the right common iliac artery with renal dilators. The stent graft was deployed without difficulty. It is reported that the dilator possibly caused a dissection of the right common iliac artery. The physician successfully repaired the dissection of the common iliac artery by placing a 20mm aortic cuff. The patient is reported to be doing fine and there is no additional clinical sequelae. Further information from the user facility is unavailable.